Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and found that the c-arm could not move, and the table could not lock during the self-test. Upon troubleshooting, fse reviewed the log file which showed many consecutive errors occurred, box data was neglected and confirmed that the amc (automatic motion controller) was defective. To resolve the issue, fse replaced the amc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's amc2 module was damaged, impacting geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.